Event description:
It was reported that the patient underwent a supraventricular tachycardia (svt) procedure which included the use of a soundstar catheter. The patient with known left bundle branch block, experienced right bundle branch block while advancing the catheter. The following day, the patient lost consciousness, cardiopulmonary resuscitation (CPR) was performed which dislodged the pacemaker, and the patient died. It was reported that the patient died the day following the procedure. The patient presented with a left bundle branch block. The soundstar catheter was advanced into the right atrium/ventricle and struck the right bundle branch putting patient into heart block. The recording system (no blood pressure, heartbeat or ECG) led to the discovery of the injury, and ultrasound was also in the body. The staff started compressions and externally pacing through defibrillation pads. The patient was revived, and a pacemaker was placed. The catheters were removed from the body. The patient was last known as stable. The following day, the patient lost consciousness, CPR was performed which dislodged the pacemaker and the patient died. Devices used were carto 3 system, ngen generator (connected, not used), and soundstar catheter. The serial number is unknown, and the catheter is not available for return. Additional information received indicated that the physician¿s opinion on the cause of death was that the patient was staying overnight post-procedure when she passed out after standing up. Nurses began CPR and dislodged the ventricular pacing lead that she was dependent on for cardiac rhythm. Once dislodged, her heart no longer contracted and she died.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref # (B)(4).